Event description:
We have been informed that during priming, while the patient was under general sedation, the surgeon experienced multiple pump errors and was not able to start the procedure. Surgery was aborted. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, a pump module was provided for investigation. Investigation of the returned module revealed a defective pneumatic valve inside the module. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display the pum71 error message on the screen. Based on investigation results, it was determined that the reported complaint is attributable to a component failure of a pneumatic valve inside the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. A root cause analysis at the supplier has been requested (scar 2023-007). All similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during priming, while the patient was under general sedation, the surgeon experienced multiple pump errors and was not able to start the procedure. Surgery was aborted. No report that actual patient harm occurred.